Event description:
It was reported that an alarm related to a cartridge issue occurred during pumping, known as alarm 30. There was no reported adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge following guidance, but the alarm recurred, preventing the resumption of insulin therapy. Technical support instructed the customer on placing the pump in storage mode and arranged for a replacement pump to be sent, as the device was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was asked to return the problematic pump within ten days using a pre-paid label.